Event description:
Boston scientific received information that during the implant of this implantable defibrillation lead, an air embolism occurred while inserting the tvi tool into the introducer. The embolism entered the blood stream and the heart causing asystole. External pacing was necessitated and delivered until the embolism dissipated and rhythm was restored. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.